Event description:
It was reported that a patient experienced peritonitis. The patient was hospitalized for this event on the same day. The patient was treated with intra-peritoneal injections of ceftazidime (500mg, in all bags) and cefazolin (500mg, in all bags). At the time of this report, the patient remained hospitalized. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.